Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the dirt/foreign material observed on the light guide (lg) lens could not be identified and the root cause of the issue could not be definitively determined, however, it is likely that due to physical stress from hitting the tip of the scope, dropping the tip, etc., or chemical stress from the chemicals used, the adhesive peeled of around lg lens, allowing moisture to enter, preventing removal of the foreign material during reprocessing. The event can be detected by following the instructions for use sections below: ¿chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: due to a cut on angle rubber, water tightness lost, adhesive on angle rubber detached, connecting tube dented, connecting tube scratched. Due to wear of angle wire, bending angle in up/down/right direction did not meet the standard value. Due to wear of angle wire, the play of up/down/right/left knob out of the standard value, control unit scratched, control unit dirty, scope cover dented, universal cord scratched, grip sticky, and light guide bundle broke. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the duodenovideoscope, the scope angle rubber was found leaking. Upon inspection and testing of the customer returned device, dirt was found inside the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.